Event description:
It was reported that the 2600 system locked up and could not be rebooted. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The communications board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.